Manufacturer narrative:
Investigation results: a deployed wallflex biliary fully covered stent was returned for analysis. The stent delivery system was not returned. Visual examination of the returned device found the stent retrieval loop section broken and tissue in-growth was noted. The silicone covering was damaged near the break. No significant damage to stent wires other than the surrounding break. No further damage to the silicone coating was noted. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Tumor overgrowth around ends of stent and tumor in-growth through the stent are potential procedure complications as per the dfu. The tissue ingrowth may have led to difficulty removing the stent which resulted in the break. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on may 11, 2017 that a wallflex¿ biliary fully covered rx stent rmv was implanted to treat a benign chronic pancreatic stricture in the accessory pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the stent was implanted without issue. During a scheduled removal and replacement of the stent on (B)(6) 2017, tissue overgrowth was noted around the stent. The stent was captured using a rat tooth forceps but only approximately 10mm of the stent was retrieved. The other remaining part of the stent remained in the pancreatic channel. A retrieval balloon and another rat tooth forceps was used to retrieve the remaining stent. Minimal bleeding was noted but was resolved after another wallflex¿ biliary stent was implanted to complete the replacement procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The physician's phone number is (B)(6). (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex¿ biliary fully covered rx stent rmv was implanted to treat a benign chronic pancreatic stricture in the accessory pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the stent was implanted without issue. During a scheduled removal and replacement of the stent on (B)(6) 2017, tissue overgrowth was noted around the stent. The stent was captured using a rat tooth forceps but only approximately 10mm of the stent was retrieved. The other remaining part of the stent remained in the pancreatic channel. A retrieval balloon and another rat tooth forceps was used to retrieve the remaining stent. Minimal bleeding was noted but was resolved after another wallflex¿ biliary stent was implanted to complete the replacement procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.